Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed rewind test and displacement test. Device received with normal operating current. Device passed self test. Device passed off no power test. No unexpected rewind anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected missing segment or partial display anomalies noted. Device received with stripped battery cap coin slot(p), cracked lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons did not respond on first press. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump reject new battery and battery life decreased and crack by battery cap and cracks by edge of the screen when out side cannot saw screen with scratch. Customer also stated that the insulin pump had grinding noises when rewinding and slower to rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.